Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle mechanism failure could not be determined. A crack was observed in the top housing of the pod. It could not be determined when this crack occurred. Investigation of the pod and the download data from the pod indicate that the crack did not affect the functionality of the pod.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis. The patient's blood glucose level read high (>500 mg/dl) while wearing the pod between 24 and 36 hours. When the pod was removed, the cannula was visible, but the pink slide appeared to not have moved forward, indicating a needle mechanism failure occurred. At the hospital, the patient was treated with intravenous fluids and a new pod was placed. The patient was discharged after 3 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.